Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("post procedure vaginal bleeding"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and vaginal haemorrhage outcome was unknown. The reporter considered pelvic pain and vaginal haemorrhage to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pelvic area') in an adult female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test.". The patient's medical history included human papilloma virus infection, shoulder pain, lower abdominal pain, cholecystectomy, uterine perforation, ovarian cyst and gallbladder disorder. Previously administered products included for an unreported indication: lo ovral, nuvaring and mirena iud. Concurrent conditions included cholelithiasis, pruritus, skin lesion, erythema, insect bite nos, cellulitis, fever, sore throat, swallowing difficult, acute pharyngitis, constipation, abdominal pain and hydrosalpinx. Concomitant products included nsaids since february 2013 and paracetamol (acetaminophen) since february 2013. In february 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("post procedure vaginal bleeding/ abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)-2013. At the time of the report, the pelvic pain and vaginal haemorrhage was resolving and the menorrhagia, dysmenorrhoea, fatigue, migraine, headache, nausea, depression, anxiety, vaginal discharge and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6)-2013: findings: there is a normal appearing anteverted uterus that measures 7.0 cm long x 3.9 cm ap x 6.7 cm transverse. The endometrial echo complex appears normal, measuring 3 mm in thickness. Both ovaries are normal in size in appearance. The right ovary measures 2.2 x 1.8 x 1.8 cm. The left ovary measures 2.3 x 1.5 x 2.2 cm. Both ovaries contain small follicular cysts. Lot number: a47940 manufacturing date: 2012-08 ,expiration date: 2015-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pelvic area') in an adult female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test.". The patient's medical history included human papilloma virus infection, shoulder pain, lower abdominal pain, cholecystectomy, uterine perforation, ovarian cyst and gallbladder disorder. Previously administered products included for an unreported indication: lo ovral, nuvaring and mirena iud. Concurrent conditions included cholelithiasis, pruritus, skin lesion, erythema, insect bite nos, cellulitis, fever, sore throat, swallowing difficult, acute pharyngitis, constipation, abdominal pain and hydrosalpinx. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("post procedure vaginal bleeding/ abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and vaginal haemorrhage was resolving and the menorrhagia, dysmenorrhoea, fatigue, migraine, headache, nausea, depression, anxiety, vaginal discharge and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2013: findings: there is a normal appearing anteverted uterus that measures 7.0 cm long x 3.9 cm ap x 6.7 cm transverse. The endometrial echo complex appears normal, measuring 3 mm in thickness. Both ovaries are normal in size in appearance. The right ovary measures 2.2 x 1.8 x 1.8 cm. The left ovary measures 2.3 x 1.5 x 2.2 cm. Both ovaries contain small follicular cysts. Most recent follow-up information incorporated above includes: on 10-jun-2019: new pfs+mr received. Lot number received. New events: abnormal bleeding (menorrhagia), dysmenorrhea (cramping), fatigue, migraines / headaches, nausea, psychological or psychiatric problems condition: depression and mental anguish,vaginal discharge, dyspareunia(painful sexual intercourse) were added. Removal details added.outcome for pelvic pain and abnormal vaginal bleeding were updated. New reporters and plaintiffs information added. Concomitant conditions and drugs added. Historical conditions, drugs and lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.